Event description:
On (B)(6) 2025, a patient (pt) in (B)(6) reported a diagnosis of ¿corneal scratches + infiltration around the corneal scratches¿ while wearing a 1-day acuvue® moist for astigmatism brand contact lens (cl) on (B)(6) 2025 (affected eye not provided). The pt reported after wearing the suspect cl for about 45 minutes, the pt experienced a strong burning sensation and non-stop tearing. The pt went to a hospital and the exam revealed ¿corneal scratches + infiltration around the corneal scratches, which could lead to vision loss.¿ the pt was prescribed medication (details not provided) ¿to heal the scratches¿ and will need to go back for a check-up to ¿treat the infiltration.¿ the pt reported being unable to sleep for 2 nights due to the eye pain and had to take time off work. On (B)(6) 2025, the pt provided additional information. The pt reported the current eye condition was ¿getting better after treatment from the doctor.¿ the pt confirmed the event date as 31may2025. The pt provided additional information by email on 12jun2025; translation of the document was received on 01jul2025. The pt reported the event occurred on 31may2025 when the pt began to wear the cl in the evening. After 1 hour of wear, the pt reported feeling ¿a cut in the eye, feeling pain and very irritating and tears come out a lot for about 3 minutes.¿ the pt reported after the tearing resolved, the pt felt less irritated but continued ¿feeling itchy a little bit¿ with painful blinking. ¿then to sunday evening, the condition began to increase throughout the second week.¿ the pt reported the tearing continued along with ¿runny nose¿, feeling ¿lots of pain¿ in the right eye (od) and unable to close eye to sleep. The pt also reported being unable to see clearly and could not read words at a close distance. The pt reported the eye care provider (ecp) prescribed medication every 10 minutes (details not provided). The pt reported the initial ecp visit was on (B)(6) 2025 with follow-up visits on (B)(6) 2025. The pt reported the ecp advised the pt not to return to cl wear for 1 to 2 months. The pt reported that if the pt needed to return to cl wear earlier, the ecp advised to return for follow-up for clearance. On (B)(6) 2025, the pt provided medical reports dated on (B)(6) 2025. Partial information provided in the medical report dated on (B)(6) 2025 lists the medications prescribed: levofloxacin hydrat 1.5% (cravit 1.5%): instill 1 drop, 4 times a day (qid) in the morning, afternoon, evening and midnight in the od. Sodium hyaluronate 0.3%: instill 1 drop every 2 hours in the od. Ofloxacin 0.3% ointment: apply 1 application once a week in the od. ICD diagnosis: h16. On (B)(6) 2025, the pt reported that in the past 2 days the od ¿along with the damaged eye has been twitching and shaking continuously. ¿ on (B)(6) 2025, the pt¿s translated medical documents were received. Date of visit: on (B)(6) 2025. Reason for visit: patient reported as ¿feeling something in the eyes.¿ history of present illness: patient came for visit due to having experiencing irritation in the right eye for 2 days (feel something in the eyes). Clinical examination and findings: subspecialty examination: vision/sight (with glass) right eye: 8/10+; pressure (iop): right eye: 15 mmhg. Microscopic examination: ¿right eye: conjunctival hyperemia (red eye); corneal abrasion 1x1 mm, impacted area (dark area) where the abrasion occurred 2x3 mm; anterior chamber is average; round and (equal/even/regular) pupil, pxas+; vitreous clear; pink pupil.¿ diagnosis: right eye with corneal abrasion and keratitis; diagnosis ICD: h16. Treatment plan: prescription was given by the physician. Recommendation & follow-up: patient to come back for a follow up visit on (B)(6) 2025, or if patient experience any unexpected issue / additional issue after visit. All prescribed eye drops need to be applied within 10 minutes from each other. Date of visit: on (B)(6) 2025. History of present illness: patient came for follow-up visit after 3 days treatment for corneal abrasion + keratitis in the right eye. Diagnosis ICD: h16. Clinical examination and findings: subspecialty examination: vision/sight (with glass) right eye: 7/10; pressure (iop): right eye: 15 mmhg. Microscopic examination: ¿right eye: conjunctival hyperemia (red eye / pink eye); corneal abrasion recovered 95%, infected of dark area / inflammatory area decreased to 50%; anterior chamber is average; round and (equal/even/regular) pupil, "pxas+"; vitreous clear; pink pupil.¿ diagnosis: right eye with corneal abrasion + keratitis (pink eye / infection / inflammation). Diagnosis ICD: h16; treatment plan: prescription was given by the physician. Recommendation & follow-up: patient to come back for a follow up after 2 weeks or if patient experience any unexpected symptoms or any other issue. All eye drops/medication need to be applied 10 minutes from each other. On 30jun2025, additional information was received. The pt reported not attending the follow-up visit scheduled for on (B)(6) 2025 and the ¿corneal abrasion has healed, and the corneal infiltrate has improved by 50%, although the eyesight may still experience some strain at times.¿ on (B)(6) 2025, after receiving the translation of the pt¿s medical report, the event was determined to be a serious adverse event. No additional information has been received. A comprehensive review of the manufacturing records for lot: 4090040103 was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect od cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.